Event description:
It was reported on (B)(6) 2012, that a physician was having issues with his programming system. The dell x50 handheld device screen has black lines in the display however no patient has been affected. There was no evidence of any physical damage to the handheld screen or casing. The edges of the screen and underneath the plastic were cleaned but the lines were still present. A replacement handheld device was sent to the physician and the dell x50 handheld in question was returned to the manufacturer for analysis on (B)(6) 2012. Product analysis is underway and has not been completed at this time.

Manufacturer narrative:
.

Event description:
Product analysis of the returned handheld device and flashcard was completed on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld, it was identified that the display had some dead pixels. The dead pixels had no functional impact on the handheld performance. The handheld performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.